Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of stenosis is listed in the supera instructions for use as a known patient effect. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other supera referenced is filed under a separate medwatch report.

Event description:
It was reported that approximately 2 weeks post implantation of 2 supera stents in the superficial femoral (sfa) artery, during a follow-up ultrasound visit, in-stent restenosis was noted and treated with medication. No additional information was provided.